Event description:
The patient passed on (B)(6) 2024 and also stated that this medication did not cause the incident. The patient was on this medication at the time of passing. (B)(6). Hcp did consent to follow up. (B)(6). No further information provided or available regarding this report.